Event description:
It was reported that shaft break occurred. The 2.50x12mm promus premier¿ drug eluting stent was advanced to treat the target lesion, however, it was unable to cross the lesion. It was noted that the shaft of the device broke during the intervention. The procedure was completed with another 2.5x8mm promus stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 150mm distal from the strain relief. The bumper tip of the device showed no signs of damage. No issues with the crimped stent were evident, with no signs of damage; stretching or lifting of the stent struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 2.50x12mm promus premier drug eluting stent was advanced to treat the target lesion, however, it was unable to cross the lesion. It was noted that the shaft of the device broke during the intervention. The procedure was completed with another 2.5x8mm promus stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product (B)(4).